Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test (system volume too low) during the pre-use check. The nozzle unit in the o2 gas module was replaced but not returned for investigation. After replacement of the nozzle unit, the ventilator passed all functional and safety tests and was cleared for clinical use. No parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).